Event description:
As reported by the field, during the use of a 4mm x 23mm enterprise2 intracranial neurovascular stent (encr402312, 6610174), the stent became impeded in the middle part of an unspecified microcatheter (mc) and could not be advanced any more. The physician retracted the stent and observed that the stent released in the microcatheter, the stent body was also found to be deformed. A new stent was used to complete the surgery. There was no patient injury report. The complaint was accompanied by a photo. Additional information received indicated that the microcatheter used was a prowler select plus 0.021 (catalog/lot unknown). There was no report of cerebral target position loss, however, no other devices were successfully used with the prowler select. The mc was not damaged during manipulation of the stent or noticed to be damaged upon removal from the patient. There was no excessive force applied to the device. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The size of the replaced stent was the same as the complaint device (4mm x 23mm). The procedure was prolonged by 15 minutes and the physician reported to not being clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported, UDI unavailable. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00315.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the use of a 4mm x 23mm enterprise2 intracranial neurovascular stent (encr402312, 6610174), the stent became impeded in the middle part of an unspecified microcatheter (mc) and could not be advanced any more. The physician retracted the stent and observed that the stent released in the microcatheter, the stent body was also found to be deformed. A new stent was used to complete the surgery. There was no patient injury report. The complaint was accompanied by a photo. Additional information received indicated that the microcatheter used was a prowler select plus 0.021 (catalog/lot unknown). There was no report of cerebral target position loss, however, no other devices were successfully used with the prowler select. The mc was not damaged during manipulation of the stent or noticed to be damaged upon removal from the patient. There was no excessive force applied to the device. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The size of the replaced stent was the same as the complaint device (4mm x 23mm). The procedure was prolonged by 15 minutes and the physician reported to not being clinically significant. Additional information received indicated that the physician did not suspect any malfunction or performance issue with the prowler select. However, there was no clarification provided as if there was cerebral target position loss. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Catheter obstructed is a known potential complication associated with the prowler microcatheter. Per the prowler microcatheter instructions for use (IFU), if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. With the information available and without the product available for analysis, the event ¿ could not be confirmed. The root cause of the event cannot be determined based on the information available for review; however, procedural and handling factors may have contributed rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the physician did not suspect any malfunction or performance issue with the prowler select. However, there was no clarification provided as if there was cerebral target position loss. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.